Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument displayed an error message, and the tip was broken. The fragment fell inside the patient's cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the instrument tip broke after being used for approximately 20 minutes. The instrument was not holding the tissue at the time of the event. All the fragments were retrieved during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. There was no observed intraoperative collision or misuse involving the instrument. In addition, the surgeon did not notice any issues with the functionality of the instrument. The wrist was straightened upon removal, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage. The instrument was returned with one of the blades broken. The broken piece was returned with the instrument. An additional observation not reported by site was that the teflon pad was damaged. Visual inspections showed that the teflon pad appeared to be partially detached. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.